Manufacturer narrative:
Updated b.5 and imf code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was that the patient will undergo surgery with a non-medtronic valve, rather than attempt a balloon aortic valvuloplasty (bav).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 1 year and 2 months following the implant of a transcatheter heart valve, the valve failed due to a moderate paravalvular leak (pvl). It was decided to attempt a post-implant balloon aortic valvuloplasty (bav) to reduce the pvl. It was noted that if the post-implant bav did not reduce the pvl then a non-medtronic (sapien) valve would be implanted valve-in-valve.